Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and wired control were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command. There is no report of death or serious injury.